Event description:
It was reported, during surgery it was observed that the surgeon appeared to have problems with the lag screwdriver. The thread seems to be defective. Another one was utilized to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.